Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation, the pulse generator exhibited backup vvi operation and the cause was unknown. The patient is not pacemaker dependent and was asymptomatic. The device was restored back to nominal settings without any complications. The patient was in stable condition and would continue to be monitored.